Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument would not apply the clip onto the tissue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the robotics coordinator to obtain additional information. The medium-large clip applier was last used on (B)(6) 2023 according to the logs. The instrument was inspected prior to use with no damage found. The medium-large clip applier instrument would not close the clip onto the vessel/tissue bundle in the procedure. There was no harm or injury to the patient. The recommended clip was used with the medium-large clip applier. The vessel or tissue bundle was not greater than the recommended diameter. The surgeon obtained another medium-large clip applier instrument to resolve the issue.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to a broken input disk. The input disk 7 was detached completely from the base of the housing. Hairline cracks were also found on grip input disk 6.